Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction. This report is based upon allegations made in a lawsuit in which atrium medical is named defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit and described herein are or were defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Plaintiff alleges mesh implanted and injuries. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info is obtained a follow up repot will be submitted.